Event description:
Procedure type: lobectomy. According to the reporter: the surgeon tried to open the jaw using the handle and release the knob backward. The knob worked but, was not opened. After the device was fired the jaws locked and the device was removed from tissue by another e-gia stapler resulting in unanticipated tissue loss.

Manufacturer narrative:
(B)(4).